Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tampered seal label was missing. Device was in good condition. The reported problem was duplicated. While running three separate delivery accuracy tests the pump was found to be over delivering to the manufacturing specifications. The expulsor was out of mechanical specification. Device was slightly over delivering. The pump's expulsor was trimmed in order to bring the delivery into more nominal of a range.

Event description:
It was reported that the device was under infusing. No patient injury reported.